Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 7f sheath prior to an interventional endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the second proglide device had weak bleed back at the proglide marker lumen. The proglide device was inserted more inside the vessel, but the marker lumen bleed back was still weak. When the proglide device was removed a small crack was observed at the proximal part of the black sheath. Another proglide device was used and there was weak bleed back at the proglide marker lumen. The foot was opened and an attempt was made to place the foot against the vessel wall. The device was retracted too far. The black sheath of the proglide device had broken, but was still attached to the sheath. The incision was enlarged and the proglide device was removed with the sheath. The proglide device was observed to be stuck in the tissue tract not the artery. No tissue damage was reported. Hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported black sheath of the proglide device had broken but was still attached to the sheath was confirmed as a guide break. The reported marker lumen obstruction of flow could not be confirmed as the marker lumen functioned as expected based on returned device analysis. The reported device entrapment could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to interaction with the patient calcification. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.